Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. Claim #(B)(4).

Manufacturer narrative:
Product was manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, lens exchanged for a longer lens. Per dfu, this lens model is contraindicated for an eye with an anterior chamber depth (acd) less than 3.0 mm. This patient has an acd of 2.81 mm. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens , -9.00 diopter into the patient's left eye (os) on (B)(6) 2017 . The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's last visit on (B)(6) 2017 had a best corrected visual acuity ( bcva ) of 20/20.